Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , the patient experienced a skin reaction that consists of inflammation/swelling under the sensor pod area only and decided to remove the sensor early. On (B)(6) 2025 , the patient consulted a physician who prescribed an unspecified oral antibiotic medication. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.